Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Exact implant and explant date is unknown.

Event description:
Biomet orthopedics received very limited information from an independent retrieval lab pertaining to explanted products forwarded to their lab for analysis. Information provided indicates that a patient underwent knee arthroplasty on an unknown date and was subsequently revised due to unknown reasons. The date of the revision procedure was not provided.